Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for an unspecified procedure, the transparent part of the distal end of the probe was too long and the signal was unstable. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
The procedure to be performed has been identified as a diagnostic endoscopy.

Manufacturer narrative:
Additional information: b5 this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.